Event description:
It was reported that the ilet issued an ¿unable to proceed¿ alert during a supply change with a reported blood glucose of 401 mg/dl at the press-and-hold step, consistent with a consecutive stalled motor alarm. A dry run without insulin successfully advanced past 120 units, and a subsequent supply change with fresh components showed visible drops and allowed fill completion. Customer care provided support that included guided troubleshooting, removal of the cartridge, a dry run to assess drive function beyond 120 units, and a full supply change. Investigation of this case revealed no reproducible motor stall after component replacement and successful delivery priming with observed drops, which, together with the initial wetness observation, raised the possibility of a transient supply path issue such as a leak or connection problem, though the precise cause remained unclear. No clinical symptoms associated with hyperglycemia and delay in therapy reported. Outcomes included user administration of long-acting subcutaneous insulin by pen without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.